Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, after the precise pro rx (6x30) was removed from the packaging, it was noted that the stent had already been released, and was dislodged from the delivery system. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. There were no visible signs of package damage prior to opening. Excessive force was applied to the device during withdrawal from package. The device was replaced with a new product to complete the procedure. There was no reported patient injury. The product was not clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, after the precise pro rx (6x30) was removed from the packaging, it was noted that the stent had already been released, and was dislodged from the delivery system. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. There were no visible signs of package damage prior to opening. Excessive force was applied to the device during withdrawal from package. The device was replaced with a new product to complete the procedure. The product was not clinically used and will be returned for analysis. One non-sterile unit of a precise pro was received for analysis coiled inside a plastic bag. Per visual analysis, the unit was received already deployed. The stent was not returned for analysis. No anomalies were found. A device history record (DHR) review of lot 17584443 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer as ¿stent delivery system (sds)-ses~pinsc deployment difficulty - premature/prior to use ¿could not be properly evaluated. The system was received with the stent already released. The released stent was not returned. The exact cause of the delivery system deployment could not be conclusively determined during the analysis. Handling factors may have contributed to the reported event. The product information for safety warns ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the device history record nor the product analysis suggest that the event could be related to the design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.